Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with an unspecified mentor saline breast implant and experienced postoperative deflation (side unknown). As a result, the patient underwent removal without replacement on (B)(6) 2020. The patient is planning to undergo an implantation surgery sometime in the future. Multiple attempts were made to clarify the impacted side. However, no response has been received. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the suspected medical device. The device is a 250cc mentor smooth round high profile prosthesis (catalog #: 3503250, lot #: 5742550). The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-sep-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, two (2) tears (a and b) were observed on the anterior view, measuring approximately the tear a 0.7 cm and the tear b 0.4 cm. Microscopic examination was performed on both tears , and the cause of the deflation could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).